Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone perspiration" , rupture.

Event description:
Healthcare professional reported "extracapsular rupture -silicone perspiration" and capsular contracture baker grade I, side not specified. Device has been explanted.